Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A spouse reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer changed their sets but still had issues with their insulin pump failing to lower the blood glucose. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.